Event description:
It was reported that the physician requested a review of a stored ventricular tachycardia (vt) episode due to possibility of device pacing during the ventricular repolarization and putting patient into slow vt. Technical services (ts) provided a review of the episode and agreed that premature ventricular contraction (pvc) was blanked after an atrial pacing which caused the device to pace in the ventricular repolarization which led to the induced arrhythmia. This device successfully delivered anti-tachycardia pacing (atp) and converted the rhythm. Ts discussed possible reprogramming options such lowering lower rate limit, shortening atrial ventricular delay. This device remains in service. No additional adverse patient effects were reported.